Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient said her battery is flipping. She also feels a burning sensation at her battery site. Patient had not tried charging her battery since this started happening. Patient lost weight and is continuing to lose weight. She lost about 100 pounds and plans to lose another 100 pounds or so.  Hcp checked the lead position (which remained the same). We also checked impedances, charged her battery and turned stim back on. Hcp said that in the future a pocket revision might be necessary if the patient plans on losing more weight. Patient will let hcp know if it is still bothering her once she loses more weight.